Event description:
It was reported the patient was initially implanted with an unknown temporomandibular device on an unknown date. Subsequently, the surgeon has requested a custom device for the patient to be revised as the right tmj is exposed extraorally at the region of the inferior border of the mandible. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). G2- report source - germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.